Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, bso, apical suspension and cystoscopy due to pop and sui. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to vaginal vault prolapse and m-pathy smart mesh was implanted.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.